Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Device powered up properly after battery installation. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratched display window and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was experiencing high blood glucose and the insulin pump alarmed button error while trying to deliver a bolus. Blood glucose value was 448 mg/dl; she treated with manual injection. The customer stated she had not been wearing the insulin pump for a year but started wearing it 3 or 4 days back after the doctor advised to. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.